Event description:
It was reported that (21) devices were used during an intestinal resection. It was reported by the rep that two-three days postop, the pt experienced pain. Free air was detected in the right diaphragm requiring surgical intervention. There was a leakage at the anastomosis site. The pt was discharged in 2000 and readmitted in 2000 for perforations of small bowel at anastomosis. The info provided on devices used was that the surgeon used the gia (tlc55) and ta (tx60).